Event description:
The insulin pump alarmed during the prime process. Insulin squirts out during the manual prime process. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose support disk. The insulin pump received with normal operating currents. No unexpected weak battery alarm noted. The insulin pump received with cracked reservoir tube lip, scratched lcd window, scratched case, broken belt clip slot and scratched keypad overlay.